Event description:
A malfunction was reported after a pump was dropped. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support and was assisted with resetting the pump, after which the device functioned normally without the recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if any further issues arose.